Manufacturer narrative:
It was reported that in operating room 6, the d series light disconnected from the spring arm. No patient involvement was reported. A stryker field service technician (sfst) was dispatched for investigation. During his inspection, the sfst found that four mounting screws which are used to secure the cardanic arm to the surgical light had backed out. The sfst was able to reattach the screws and secure the light head. The light was verified to have full functionality afterwards. Both the service and installation history for the surgical light system were reviewed. The service ticket database showed that there were no reports of maintenance, repairs, or adjustments made to this light system arm since installation by stryker. The d series lights were sold between 1995 and 2009 and are no longer supported as units have exceeded their lifetime. This light has been in use for at least 10 years. Based on the physical evidence and the service history, the root cause of the separation would be loosening of the cardanic arm hardware due to improper maintenance by hospital personnel. As was reported, this issue was discovered outside of procedure, and there was no reported injury or adverse event.

Event description:
It was reported that in operating room 6, the d series light disconnected from the spring arm. There was no patient involvement, injury or adverse consequence reported.